Event description:
The iab would not fill all the way after insertion. It remained wrapped. After filling x3, the iab unwrapped fully and was o.k. The iab was used and not returned to datascope for evaluation. The iab was used. (Event complications: unknown - reported 5/30/97.) (Pt's current status: unk - rpt'd 5/30/97.)